Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed trilumen insulation damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the suture sleeve. The reported observations of decreased amplitudes, decreased pace impedances, and oversensed noise is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in amplitudes, a slight decrease in pace impedances, and oversensed noise. The pace impedances had decreased from 500 to 300 ohms, so values were within normal limits. The patient had been brought in a few times due to these observations, but recently, the physician elected to perform a revision. Once the pocket was open, the connections were found to be stable. However, the lead was observed to have insulation damage. The lead was extracted and returned for analysis. There were no additional adverse patient effects reported.